Event description:
The customer reported an erroneously elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the unicel dxc 600i synchron access clinical system used in conjunction with the access accutni reagent and calibrator. An initial result of 1.48 ng/ml was obtained and release out of the laboratory. As a result, the patient was admitted to the cardiology unit. The patient¿s sample was then reanalyzed on an alternate access 2 system and generated a value of 0.00 ng/ml, within the normal reference range. The customer stated no additional treatment was given to the patient; the patient was only admitted. All patients¿ samples are collected and analyzed in 5 ml lithium heparin plasma tubes and centrifuged at 4,500 rpm (rotations per minute) for five minutes. The customer noted the laboratory temperature was at 20.5 degrees celsius. Quality control (qc) and system check were within the acceptable range at the time of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) performed dispense probe volume checks and noticed the first reaction vessel (rv) was short on volume for all three probes. The fse manually exercised both the wash valve and precision valve and noted the wash valve moved roughly at first but normally over time. The fse returned on (B)(4) 2013 and replaced the fluidics manifold including the wash valve. No micro-bubbles or errors were present during priming of the fluidics system. A routine system check, high sensitivity system check, 50-replicate assay precision test and quality control (qc) were performed for verification. All test results passed within published performance specifications and within the laboratory's established ranges. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation.